Manufacturer narrative:
Device analysis summary: visual analysis of the device indicates no defect observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: 5. Precautions ¿ juvéderm voluma® xc is packaged for single-patient use. Do not resterilize. Do not use if package is open or damaged. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. 8. Instructions for use b. Health care professional instructions 6. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported when putting the needle on the syringe of juvéderm voluma® xc the product "blew all out". The healthcare professional stated that the needle popped out of the luer lock when gentle pressure was being put to inject and the product came out on to the patient. Patient contact was made. No injury to the patient staff or injector was reported. The package needle was used.